Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the catheter was ¿snipped¿ during the implant procedure. The cause was due to surgical error on the part of a resident that was involved with the procedure. The catheter was sheared and cracked so the patient wasn¿t getting any medication. A dye study was performed. A revision occurred ¿right after (B)(6).¿ the revision was noted to have gone well. The device system was used to deliver lioresal (baclofen).